Manufacturer narrative:
Engineering evaluations: although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the connector is exposed to high back pressures. When pressure infusing through the a1001 sets t connector, the slide clamp should be activated to minimize backflow and pressures that may result in a silicone seal protrusion. Pressure infusion should not be done via the extension tubing as this could cause leakage or damage at the sets t connector. Investigations have also identified component damages can occur if the connector is accessed/mated with an incompatible mating device. Findings: based on the engineering evaluation of the "as-received" a1001 device sets connector the reported product/component issue was verified. Although the exact causes of the component anomaly are unknown, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressures within the fluid circuit.

Event description:
Complaint received reporting component/plug protrusion with use of a1001 6" nanoclave t-conn smallbore ext. Set. The involved device set was removed and replaced with no further issues encountered. There was no reported patient injuries/adverse outcomes. Device return: one (1) used a1001 6" nanoclave t-conn smallbore ext. Set. Visual inspection of the received a1001 device set confirmed the sets nanoclave t-connector silicone seal was protruded.